Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant suspected an (B)(6) male patient, presenting with acute myocardial infarction and cardiogenic shock, enduring hemolysis during use of the impella device. The patient's urine was red and ldh values were elevated. Haptoglobin was delivered as treatment.